Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks in the middle of the night due to noise that was being oversensed. This occurred on two different occasions. The patient was seen in the clinic and a gurgling test was performed in which there were observations of noise however, no shocks was observed. At this time, the system remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the device and lead was explanted and replaced successfully. It was determined that the observations observed was due to an incomplete fracture of the lead. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks in the middle of the night due to noise that was being oversensed. This occurred on two different occasions. The patient was seen in the clinic and a gurgling test was performed in which there were observations of noise however, no shocks was observed. At this time, the system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks in the middle of the night due to noise that was being oversensed. This occurred on two different occasions. The patient was seen in the clinic and a gurgling test was performed in which there were observations of noise however, no shocks was observed. At this time, the system remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the device and lead was explanted and replaced successfully. It was determined that the observations observed was due to an incomplete fracture of the lead. No additional adverse patient effects were reported.